Event description:
Patient reported that after she placed the v-go on that the needle button did not stay locked down. Patient stated that when she pressed the needle button down she heard it click and it stayed down. Few moments later the needle button just popped out on its own.